Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2024. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).